Event description:
From 1978 to 1981, seven related surgeries. In 1981, began severe fatigue, pain, high blood pressure, throw up, nausea, fainting (numerous) spells. Took workman's comp for 1991-1992. In 1994, right breast suddenly ruptured with a hidden "angenoma". Left breast leaking profusely. Dr said couldn't begin to get all out. In 1995, open heart surgery for sudden hole in heart. Bedridden with sundry problems from 1995-1997. Diagnosed with relapsing/remitting multiple sclerosis, fibromyalgia, chronic fatigue syndrome, chronic pain, cognitive problems, short term memory loss (lost ability to think of needed words in a conversation), severe anxiety attacks, and depression. Still mostly bedridden; pain, fatigue, severe multiple sclerosis attacks, now severe agorophobia, chronic lung problems (collapsed during heart surgery/coma). Migraines, severe sinusitis (sinus), recently led to severe "middle ear" infection.